Manufacturer narrative:
Fujifilm medical systems u.s.a., inc. Inspected the scope and found no faults. The inspectors were unable to confirm or reproduce the event. The scope was inserted into the patient's abdominal cavity via a trocar. Per the instruction manual, the scope can only be inserted per-orally. Therefore, it was determined that the scope was used off-label. The trocar had a diameter of 15mm, while the scope with the distal cap attached had a maximum diameter of 14.9mm. Fujifilm believes it is likely that the cap was dislodged due to friction when withdrawing the scope out of the trocar. This issue was initially identified as a non-reportable event. During a fujifilm internal review of their adverse event reporting procedure, it was determined that this event should be reportable to FDA.

Event description:
During an intra-operative ercp and while withdrawing the scope through a 15mm trocar, the distal end cap was dislodged and fell back into the patient's abdominal cavity. The surgeon was able to remove the cap easily with a grasper and the procedure was completed. There was no death or serious injury associated with this event. There was no negative impact on the patient.